Manufacturer narrative:
Findings: the unit had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed and weak battery and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump has been dying in 24 hours. The customer said she just changed the battery yesterday. The customer did not receive a weak battery alert after inserting current battery. The customer said there were cracks on the pump at the top left and right corner of the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.